Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a flow too fast. During therapy. "New bag of heparin was hung at 0202 by primary rn and witnessed by a peer. At 0355, rn went into the rooms doing her rounds and found the patient ambulating to the restroom. As she glanced at his IV pole, she noticed the heparin bag she had just hung less than 2 hours ago was dry. She assessed the patient, checked the bedding, the floor to see if the heparin had dripped. The pump was removed from use and the pumps setting reviewed. Per pump 231ml vtbi, 11 units/kg/hr and 10ml/hr. However, the actual heparin bag was empty" no additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.